Event description:
It was reported that the cuff of this artificial urinary sphincter (aus) presented a hole; therefore, a surgical procedure was performed, during which all components were removed and replaced. There were no patient complications.